Event description:
(B)(6) hospital during the analysis of slides stained with the eosin stain found bacteria, and traced the origin of it to the wescor eosin stain (ss-035c) lot no.104844. C4 - diagnosis for use: the wescor eosin stain is specifically for use on the wescor 7120 hematology aerospray slide stainer and is intended for use by medical professionals to stain specimens that may include blood and other body fluids as a step of standard laboratory practice in diagnosing disease in humans.

Manufacturer narrative:
Test: plate samples from 10 bottles of ss-035c lot 105163. Two samples (0.25 ml and 0.50 ml) from each bottle were plated on standard plate count (spc) media. The plates were incubated for 48 hours. Observations: it was found that all 20 plates contained plate counts of tntc (too numerous to count) cfu. The colonies were found to be small, round, moist looking, even edges, and pink in color (probably from eosin dye). The positive control (saliva) had a plate count of tntc. The negative control had no growth.